Manufacturer narrative:
The field service engineer reported replacing the ui pcb to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display blank. There was no patient involvement